Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 had a drawer failure. The customer stated that nurses were not able to get any refrigerated medications because of the drawer failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer confirmed the issue was resolved by the pharmacy staff. The system functioned as intended after the customer troubleshot the device.